Manufacturer narrative:
Date of event: exact date unknown; but reported at 1 week post op. If explanted, give date: the lens remains implanted, however physician plans to explant lens. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that after implantation of a zxr00 intraocular lens in a female patient's right eye, the patient was not seeing well 6 weeks post-op. At first week post op visit the patient complained of blurred captions on tv. During the third week, patient complained of glare with blue ring around moon. On the 7th week patient's vision is still blurry. There was no patient post op injury reported. Through follow-up it was learned that the patient is 20/25+2 for distance but says it's "crappy" vision. Her near vision is great. She complains of seeing very clear but anything beyond 13ft is crappy. The physician wants to exchange the symfony for a crystalens because patient may not be someone that can adapt to a diffractive iol.

Manufacturer narrative:
Additional information was received and it was learnt that because of the patient's symptoms of poor quality vision beyond 10 feet, it was decided to exchange the intraocular lens (iol) to correct the visual disturbance resulting from the patient's myopia. Reportedly, the lens zxr00 +24.5 diopters, was explanted in a secondary surgical procedure on (B)(6) 2017 and replaced with a zxr00 lens +23.5 diopters. The incision was enlarged slightly to preserve the explanted iol for evaluation and a 10-0 nylon suture was used. There were no complications at the time of the lens exchange. Post-operatively the patient has done well. She now has 20/20 uncorrected vision and almost all symptoms have resolved. Because of some persistent issues with glare following the lens exchange, she elected to have a crystalens in her left eye. Both eyes see 20/20 without correction and she has excellent near and intermediate vision without glasses. No further information was provided. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
The following corrections have been updated accordingly in this supplement: adverse event: required intervention. If explanted; give date: (B)(6) 2017. Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.